Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic and haptic deformed. Dimensional inspections found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H3- device evaluation is pending. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned but that did not resolve the problem. The lens was later exchanged and the problem resolved. Cause of the event was reported as patient related factor.